Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed noise, ventricular pacing impedance varied from 376 - 584 ohms, and an elevated ventricular sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.